Event description:
It was reported that a mesa uniplanar screw migrated post-operatively and that the patient developed an "unbalanced condition". The patient was revised.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.